Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded 5 days in a row of high shock impedance out-of-range of over 200 ohms. This patient's normal shock impedance measurements range between 50 to 60 ohms. It was indicated that the patient was in the hospital at the time, and the shock impedance measurements became within normal range when the patient returned home. Technical services (ts) reviewed the case and indicated this issue could be a result of electromagnetic interference (emi) from the machines the patient was connected to. However, ts still recommended to bring the patient to the clinic to perform troubleshooting and discard any issues. Additional information was received stating this high shock impedance issue has been seen for months. Thus, emi is unlikely to be the true cause of this issue. The patient was referred to an electro physician for further evaluations, the shock vectors were reprogrammed. This rv lead remains in service and no adverse patient effects were reported.